Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump with a black, nonresponsive screen would not power on despite multiple chargers and outlets, and the user reverted to multiple daily injections; the issue aligned with a premature battery discharge and involved the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge localized to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.